Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0ptn4, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was using a device called "willow curve" for pain relief since (B)(6), following a torn rotator cuff and knee problems. The patient's daughter was wondering if the willow curve device was causing problems with their implantable neurostimulator (ins). The daughter thought the patient's symptoms were better before she started using the willow curve. Also, it was reported that there was a loss of therapeutic effect. The patient was having trouble with leakage. The patient met with the technician at the health care professional (hcp) office and the manufacturing representative (rep) once for reprogramming. The rep called the patient probably a week prior to the report. The patient symptoms have not been good ever since it was inserted. They set it and it was good for a couple of days then all of a sudden it goes to pot. The patient had been in twice to get the programs rescheduled. There is 1 that was not too bad and lasted for 3-4 days and then went to pot. After follow-up with the rep, it was discovered that the rep met with the patient. They had been using "manage by facts" forms for the patient's therapy. The rep had the office programmer meeting with the patient trying to make adjustments. The rep could not remember the first time they met and the rep did not have the fact sheet in front of her. The patient had severe incontinence. At baseline, the patient was going 10 times a day, using 8-10 pads a day, urgency at 5, and was getting up 8-10 times a night. Currently the patient was going 4 times a day, using 3 pads a day, and was getting up 2-4 times a night. The rep informed the patient that this was better than 50% improvement and therefore success. The patient was on toviaz and takes it in the morning. The patient's most bothersome symptoms was that she slept at night but when she got up, she flooded and even though she wore a pad, she flooded the bed and the floor. Program 2 and 3 were reprogrammed but kept 1 and 4 because they felt they were working. It was recorded in manage by fax. If additional information is received, a follow-up report will be sent.